Manufacturer narrative:
This report is being filed to correct the describe event or problem field.

Event description:
It was reported that an error was displayed due to premature battery depletion (pbd). Technical services (ts) reviewed the device data and confirmed that the device was depleting prematurely. The device should be replaced within ninety days. The device was subsequently explanted. No additional adverse patient effects were reported. Should the device be returned this investigating will be updated.

Event description:
It was reported that an error was displayed due to premature battery depletion (pbd). Technical services (ts) reviewed the device data and confirmed that the device was depleting prematurely. The device should be replaced within ninety days. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code unable to exclude device problem was assigned, because the reported observations were traced to the device, but a specific cause could not be determined. There was no evidence that the device was used contrary to product labeling.

Event description:
It was reported that an error was displayed due to premature battery depletion (pbd). Technical services (ts) reviewed the device data and confirmed that the device was depleting prematurely. The device should be replaced within ninety days. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code unable to exclude device problem was assigned, because the reported observations were traced to the device, but a specific cause could not be determined. There was no evidence that the device was used contrary to product labeling.

Event description:
It was reported that an error was displayed due to premature battery depletion (pbd). Technical services (ts) reviewed the device data and confirmed that the device was depleting prematurely. The device should be replaced within ninety days. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the device codes.

Event description:
It was reported that an error was displayed due to premature battery depletion (pbd). Technical services (ts) reviewed the device data and confirmed that the device was depleting prematurely. The device should be replaced within ninety days. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that an error was displayed due to premature battery depletion (pbd). Technical services (ts) reviewed the device data and confirmed that the device was depleting prematurely. The device should be replaced within ninety days. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter fields.